Event description:
The customer tested her blood glucose using her contour usb meter and received a reading of 200mg/dl. She retested using another meter and received a reading of 129 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Customer was asked to return her test strips for eval. Replacement strips were sent.